Event description:
It was reported that the device was revised due to the stabilizing post breaking. A sales rep reported the event to reporter, who in turn reported the event to smith & nephew, inc here in memphis. To date no other info has been provided.